Event description:
The customer reported they have an alarm that has damages but couldn¿t provide exactly what the product issue was. They reported possibly the alarm might have corrosion and or the hold/suspend button is coming off but they couldn¿t be more specific for the reason of the return of the alarm. The customer reported they are cleaning the alarm with super sani wipes and are not reusing the batteries between pts. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Evaluation: results: evaluation of the returned product found the alarm is missing the battery door. The alarm powers on but does not trigger the nurse call light to come on when weight is off the sensor. Note: posey instructions for use has a statement: proper handling and use: if the posey keepsafe deluxe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe if the audible alarm does not sound. (B)(4).